Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device change out for elective replacement indicator (eri), the leads were tested. The atrial lead s howed low sensing and low impedance. The lead was then capped and replaced. No patient complications have been reported as a result of this event.